Manufacturer narrative:
The customer alleged 2 additional discrepant results for patients' samples tested for troponin t hs. Patient 10: on (B)(6) 2023: initial result: 9.29 ng/l (line 3) 1st rerun result: 28.40 ng/l (line 3) 2nd rerun result: 23.80 ng/l (line 2) 3rd rerun result: 22.50 ng/l (line 1). Patient 11: on (B)(6) 2023: initial result: 7.3 ng/l (line 3) 1st rerun result: 18.8 ng/l (line 1) 2nd rerun result: 27.8 ng/l (line 2). This sample was reported as a short sample. The investigation is ongoing.

Manufacturer narrative:
The cobas e 801 analytical unit line 3 was with a serial number of (B)(6) . The cobas e 801 analytical unit line 1 was with a serial number of (B)(6) . The cobas e 801 analytical unit line 2 was with a serial number of (B)(6) . Calibration was acceptable. The field service engineer detected that the pro cell was cloudy and suspected a possible blockage in the sample probe. Investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about discrepant results for 9 patients' serum/plasma samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit (line 3) when compared to 2 different cobas e801 analytical units (line 1 and line 3). Patient 1: on (B)(6) 2023: initial result: 14 ng/l. On (B)(6) 2023 a new sample was then collected and tested. The results obtained: initial result: 116 ng/l. 1st rerun result: 117 ng/l, 2nd rerun result: 74.8 ng/l, 3rd rerun result: 6.39 ng/l, 4th rerun result: 7.3 ng/l, and 5th rerun result: 19 ng/l. A new sample was then collected and tested. The result obtained: initial result: 8 ng/l. 1st rerun result: 16 ng/l. Patient 2: on 8(B)(6) 2023: initial result: 12 ng/l. On (B)(6) 2023 a new sample was then collected and tested. The results obtained: initial result: 30 ng/l. 1st rerun result: 21.5 ng/l. Patient 3: on (B)(6) 2023: initial result: 136 ng/l (tested on line 2). 1st rerun result: 116 ng/l (tested on line 2). The result of 116 ng/l was reported and the laboratory issued a corrected report. 2nd rerun result: 117 ng/l (tested on line 3), 3rd rerun result: 74.80 ng/l (tested on line 2), 4th rerun result: 6.39 ng/l (tested on line 3), 5th rerun result: 7.30 ng/l (tested on line 2), and 6th rerun result: 19 ng/l (tested on line 3). Patient 4: on (B)(6) 2023: initial result: 8.73 ng/l. 1st rerun result: 105 ng/l, and 2nd rerun result: 203 ng/l. A new sample was then collected and tested. The result obtained: initial result: 104 ng/l. 1st rerun result: 95.4 ng/l, 2nd rerun result: 121 ng/l, and 3rd rerun result: 94.6 ng/l. A new sample was then collected and tested. The result obtained: initial result: 23 ng/l. On (B)(6) 2023 a new sample was then collected and tested. The result obtained: initial result: 13 ng/l. Patient 5: on (B)(6) 2023: initial result: 24 ng/l. A new sample was then collected and tested. The result obtained: initial result: 49.2 ng/l. 1st rerun result: 49.2 ng/l, 2nd rerun result: 42.2 ng/l, 3rd rerun result: 86.6 ng/l, and 4th rerun result: 74.4 ng/l. A new sample was then collected and tested. The result obtained: initial result: 23 ng/l. Patient 6: on (B)(6) 2023: initial result: 74.4 ng/l. 1st rerun result: 145 ng/l, 2nd rerun result: 117 ng/l, 3rd rerun result: 23.4 ng/l, 4th rerun result: 26.7 ng/l, and 5th rerun result: 125 ng/l. A new sample was then collected and tested. The result obtained: initial result: 20.4 ng/l. 1st rerun result: 18.9 ng/l, 2nd rerun result: 6.71 ng/l, and 3rd rerun result: 36.1 ng/l. Patient 7: on (B)(6) 2023: initial result: 20 ng/l. A new sample was then collected and tested. The result obtained: initial result: 19.6 ng/l. 1st rerun result: 16 ng/l, 2nd rerun result: 24.8 ng/l. A new sample was then collected and tested. The result obtained: initial result: 8 ng/l. Patient 8: on (B)(6) 2023: initial result: 10 ng/l. A new sample was then collected and tested. The results obtained: initial result: 34.6 ng/l. 1st rerun result: 28.7 ng/l, 2nd rerun result: 40.7 ng/l. A new sample was then collected and tested. The result obtained: initial result: 7 ng/l. On (B)(6) 2023 a new sample was then collected and tested. The result obtained: initial result: 11 ng/l. Patient 9: on (B)(6) 2023: initial result: 4.66 ng/l 1st rerun result: 12.4 ng/l, 2nd rerun result: 35.3 ng/l, and 3rd rerun result: 29.6 ng/l.

Manufacturer narrative:
Calibration was acceptable with no indication of a generic instrument issue. Qc was performed and was in range. The investigation revealed that there was a layer of dust throughout the analyzer. An experiment was conducted and it proved that the dust in the environment could cause discrepant high results from what has been reported from the patient samples. The root cause was consistent with a pre-analytical handling issue. The investigation did not identify a product problem.